Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily hv (high voltage)-lead impedance trend data shows an abrupt spike increase for svc defib=71 to 244 ohms peak and defib active can on impedance=62 to 230 ohm peak between (B)(6) 2010 and (B)(6) 2010. Weekly hv-lead impedance trend data shows varying impedance over a range for max svc defib=60 to 244 ohms peak and max defib active can on impedance=52 to 230 ohm peak between (B)(6) 2010 and (B)(6) 2010. 1 - vf (ventricular fibrillation)=180 ms on (B)(6) 2010 14:16:43.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that the system was exhibiting high and varying impedances. A connector problem was suspected. The setscrew was retightened, and the impedances appeared to normalize. The device and lead are still in use. No patient complications have been reported as a result of this event.